Event description:
The manufacturer received information alleging a ventilator would not operate while in active mode. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue.